Event description:
The customer reported, the system will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a blown fuse and a circuit board. System operates as intended.